Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet device was experiencing a "blue screen" error message. Troubleshooting was performed and revealed that the issue occurred repeatedly during interrogations. A screen shot image of the blue screen was received which showed a window's blue screen error message stating "page_fault_in_nonpaged_area". Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed on the returned programming tablet. During the analysis, it was verified that the tablet software would freeze during operation and display blue screen error messages. Once the sold state drive (ssd) was reseated on the main board, no further anomalies associated with the tablet performance were noted during testing. The cause of the hard drive anomaly was a mechanical failure associated with the connection between the ssd and the motherboard.